Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported hematoma could not be determined. However, it should be noted that it was reported that the patient received integrilin, a known iib/iiia inhibitor and the device IFU states the following information: the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with documented inr > 1.5 or patients currently receiving glycoprotein iib/iiia platelet inhibitors. A review of the lhr was not possible as the lot number was not provided. (B)(4), note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: a (B)(6) "obese" female patient presented to the ER with a stemi on (B)(6) 2015. The patient received 5,000 units of heparin and was then transferred to the cath lab. When the patient arrived in the cath lab, she received another 6,000 units of heparin, a double bolus, integrilin plus a drip, plavix and 325 milligrams of aspirin. The patient underwent an interventional coronary catheterization procedure and the physician intervened and placed either a stent or balloon angioplasty. The fellow closed the access site with a mynxgrip (6f/7f) vascular closure device. Approximately 2 minutes of the fellow holding pressure, a "moderate" sized hematoma (larger than 6 cm) was developing, the patient's blood pressure dropped, the fellow continued to hold pressure, the patient was transferred into the ICU while they were still holding pressure. The attending physician was consulted while the patient was in the ICU and the attending physician ordered a femostop to be applied and the patient to go to CT for evaluation for reasons of the hematoma. While the patient was in CT, the patient coded and was given 23 units of packed blood products. No retroperitoneal bleed was noted in the CT scan. The patient was admitted to the hospital. The patient was noted to be in a stable condition and to remain under the physician's supervision as of (B)(6) 2015. No further information could be obtained.